Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler and the event of cardiac arrest which warranted inpatient hospitalization. The definitive etiology of the event is unknown; therefore, causality cannot be determined. However cardiovascular morbidity and mortality is known to be significantly higher in esrd patients, when compared to the general population. Based on the information available the liberty cycler can be disassociated from the event, as there is no evidence or indication a fresenius product(s) or device(s) caused or contributed to a serious adverse event. Additionally, there is no allegation or evidence of a machine malfunction or of the machine failing to perform as expected in relation to the event. Should additional information become available, the need for a clinical investigation will be re-evaluated accordingly. Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
On (B)(6) 2018, the peritoneal dialysis registered nurse (pdrn) for this female patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) experienced a cardiac arrest while undergoing ccpd therapy on (B)(6) 2018. The pdrn confirmed the patient experienced a cardiac arrested (specifics not provided) in the early morning hours of (B)(6) 2018 while undergoing ccpd therapy. Emergency medical services (ems) arrived on-site and successfully resuscitated the patient (specifics not provided). The patient was transported to the hospital, and as of (B)(6) 2018 remains hospitalized. The pdrn declined providing any additional information due to privacy concerns.